Event description:
Additional information received reported that there was no new information. There was no x-ray and the hcp didn¿t plan to do anything. It was reported that the therapy was effective.

Manufacturer narrative:
Product ID 64002, serial# unknown, implanted: 2012-(B)(6), product type adapter. (B)(4).

Event description:
It was reported that there was a shocking or jolting sensation. It was stated that it was ¿very rare,¿ but the patient felt a paresthesia ¿like an electrocution¿ from the breast up to the head for 2 -3 seconds when the patient touched the implantable neurostimulator (ins) or when the seat belt pressed on the ins. It was noted that an x-ray was taken. Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
(B)(4).